Event description:
It was reported that dirt was adhered to the forceps channel of the gastrointestinal videoscope. The reported issue was found during maintenance and there was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end cover was crystallized. A root cause could not be identified. Based on the results of the investigation, it is likely that a wear or storage problem led to the malfunction should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.